Manufacturer narrative:
The delivery accuracy cannot be tested with the diagnostic test system due to a blockage of the piston rod. The mechanical blockage of the piston rod itself leads to the failed result. The pumps safety system is enabled to detect such a failure and alarmed the customer with the e6 ¿ mechanical error. Until the e6 the pump delivered always the right amount of insulin. Customer had confirmed the e6 error.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized fore ketoacidosis while wearing the infusion device. It was reported that the patient was admitted into the intensive care unit and was treated for ketoacidosis. The type of treatment received at the hospital was not provided. The caller alleged that the patient was hospitalized for 22 days and that the doctor stated that it was due to the use of the pump. No other information was provided. The infusion device was requested to be returned for product evaluation.